Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to post paced t wave oversensing was observed via a merlin.net transmission. Programming changes were planned to be made during patients next follow up. The patient was reported to be asymptomatic and monitoring will continue.